Manufacturer narrative:
During quality investigation, the customer's complaint duplicated. Further investigation revealed a damaged bearing, press plug and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The micro drill was sent in for repair because it was running on its own. The event occurred during routine maintenance testing. No adverse event was associated with the device.